Event description:
A meconium neonate was being resuscitated with a neopuff set at 30/5. The respiratory therapist noted that the chest wall stopped moving. After a few seconds, she noted that the peep on the neopuff was reading 25. It was adjusted back to 5. After about 2 breaths, the peep increased back to 7, she dropped the peep back to 5. Again, after about 2 breaths the peep was reading 7. By this time the patient was starting to breathe, so ppv was discontinued. Diagnosis or reason for use: ppv.